Event description:
A site representative, materials manager, reported an open spine clamp that was not closing properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement open spine clamp shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the clamp face is slightly bent to one side. Also, there is some debris in the adjustment screw threads preventing easy movement. Physical damage; dented, nicked, scratched and bent - directly caused event.